Manufacturer narrative:
A microscopic examination of the suspect area of the returned device found a tiny hole in the large lumen extension tubing approx 6cm from the manifold. The material was occluded with what appears to be dried biological matter. When considering the characteristics of the damage and that the device functioned as designed for three days prior to the discovery of the leak, it is possible inadvertent contact was made with a sharp object. Prior to shipping, this device is inspected 100% by our qc dept confirming the overall catheter surface is clean. They also verify the surface is free of damage or excessive imperfections. We will continue to monitor for similar situations.